Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two implants broke during a tumor resection. It was reported that there was no delay that exceeded thirty minutes and no injury to the patient.

Manufacturer narrative:
Based on the product return, fields were updated. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. Based on the evaluation, fields were updated. The product identity has been confirmed in the product evaluation. Only one of the two screws from the two pack was returned. A visual inspection shows that the screw is broken through the minor diameter; therefore the complaint is confirmed. The remaining thread on the screw has signs of deformation. The material remaining around the fracture shows signs of stress and heavy deformation. According to the evaluation, the most likely underlying cause of this complaint is determined to be due to excessive force being applied to the screw during the resection of the tumor. There are no indications of manufacturing defects.

Manufacturer narrative:
Corrected to reflect serious injury caused by malfunction.